Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0x8e4, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that there was a return of frequency and leaking. The patient confirmed stimulation was on and they were feeling it. There was no potential electromagnetic interference (emi) that could be related to the issue. There were no falls/trauma that could be related to the issue. However, the patient mentioned that she was doing a lot more cleaning as she had family coming in from out of town. She had no change in fluid intake. The patient also mentioned that she could have a urinary tract infection (uti) and was bringing in a sample to the health care professional (hcp) office on (B)(6) 2015. This was considered a sudden change in therapy/symptoms. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was still having leaking. She gave a urine sample and it came back negative she was on program 3 at 1.1v. She turned the device up to 1.5 and was feeling stimulation by her rectum. She was going every hour and was leaking through her pads. In the beginning and with the trial she was only going every 3-4 hours. The patient also had a loss of therapy. She did not feel stimulation and stimulation was not on. Therapy was turned on and this resolved the issue. It was repeated that the patient had good therapy relief until her uti in late august. The patient's uti symptoms had gone away but her other symptoms were still not controlled. It was noted that the patient's device showed the turn on ins screen. The patient thought that the off button was referring to the patient programmer and not the implant, so the patient had turned stimulation off. The device was turned on and increased from 0.6 to 0.9. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider reports that the uti (urinary tract infection) was not related to the device and/or therapy. The patient had history of utis prior. Action performed for uti was cys and antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she was not feeling stimulation and therapy was not on. The therapy was turned on and the issue resolved. The patient had a urinary tract infection that could be related to the issue. She was getting good therapy relief until she got a uti late (B)(6) 2015. The patient started oral antibiotics on (B)(6) 2015 and completed it on (B)(6) 2015. The uti symptoms went away but her symptoms were still not being controlled. She had leakage and frequency; she was going to the bathroom every 1 to 2 hours. Patient services had the patient had turned stim off; she thought increase stim but the patient saw the turn on implantable neurostimulator (ins) screen. The device off button was referring to the patient programmer and not the implant. The patient was educated and stim was turned on and increased from 0.6v to 0.9v. The patient planned to resume monitoring her symptoms and consult her health care professional if it was needed. There was a sudden change in therapy/ symptoms.